Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the representative stated the artificial intelligence (ai) algorithm ruled out a pause episode as false which a ppeared to be true.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Clinical data was reviewed by the released product engineering team and artificial intelligence (ai) algorithm experts. The experts confirmed that the pause episode was rejected due to noise on the signal before the pause. It was also noticed that the patient had another pause detected which was not rejected by the ai, so hopefully that information had been helpful to the physician. The most likely cause of the event is due to noise on the signal before the pause. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the software application is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.